Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of unintended stimulation/overstimulation are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device and migration. The clinical representative reprogrammed the device and the issue was resolved. The stimulator is used to treat pain.  The cause of the reported issue is due to incorrect programming parameters (user error - clinical representative). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported overstimulation and mobility of their fingers worsened. The device was reprogrammed and the patient profits from stimulation.